Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that part of the back of the insulin pump has fallen off. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.